Event description:
Dexcom g6 sensor reading 60 mg/dl. Finger stick reading 144 mg/dl. Compensated for false low because of dexcom's "shit" product and now instead of having a perfect blood glucose I am fighting off a high blood glucose. Terrible, inaccurate product and dexcom ought to be taken off the market.